Event description:
The nurse noticed some blood was squirting out of the site. It ended up that the catheter (femoral a-line) had broken off from the hub. We were able to remove the catheter from the patient, but this could have resulted in a more serious issue.